Event description:
User experienced problems calibrating ises on the ise2 unit of the module core analyzer (B) (4) for the last month or so. User also received erratic sodium and chloride recovery for up to 50 patient samples. Only the following 2 patient examples were provided and were discrepant for sodium. Initial results run on ise2 unit; repeats run on ise1 unit of same module core (B) (4). Sample 1, initial result gave 130; repeat gave 139 mmol/l. Sample 2, initial result gave 130; repeat gave 141 mmol/l. User said no erroneous results were reported. Sodium electrode lot was not provided. The field service representative found contamination in fluid lines for internal standard, diluent and kcl bottles. He performed cleaning of ise tubing. To verify analyzer performance he primed ise reagents, ran ise checks and customer ran calibration and controls for ise unit with all results within acceptable range.